Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and verified the reported complaint. When the device was powered on, the display froze at the six picture screen and it would not complete the power on self-test (post). The issue was associated with the single board computer (sbc) printed circuit board (pcb). The sbc pcb will be replaced. The reported malfunction was duplicated.

Event description:
It was reported that a ventilator display froze at the six picture screen when turned on. There was no patient involvement.

Manufacturer narrative:
Covidien reference number: (B)(4). The single board computer (sbc) printed circuit board (pcb) was replaced and the device passes all testing.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.